Event description:
It was reported that a blood administration set leaked. There was no patient involvement. There was no injury or medical intervention associated with this event. No additional information was reported.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. A sample was not returned and no physical examination can be performed. Should additional relevant information become available, a supplemental report will be submitted.